Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a coronary stenting treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The lesion was located in a non-calcified and non-tortuous proximal left circumflex artery. A 2.5x8mm taxus liberte¿ drug eluting stent was implanted in the lesion. The physician asked for a liberte¿ stent, wanting a veriflex stent and was handed a taxus liberte¿ stent, which was implanted. The procedure was completed by placing a 3.5x12mm and 3.5x28mm non bsc bare metal stents in the right coronary artery. The physician was informed of the mix-up immediately after the case and the patient was placed on antiplatelet therapy. No patient complications were reported. No further patient injuries or complications occurred. Patient's status is satisfactory. The patient was scheduled for surgery 30 days from the stent placement, but that surgery has been postponed to 6 months post stent placement due to the requirement of antiplatelet therapy required after implant of the drug eluting stent.